Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there is possible premature battery depletion. The device has not reached elective replacement indicator and remains in use. The patient will be followed closely. No patient complications have been reported as a result of this event.